Event description:
It was reported that when rn removed the catheter the front piece of the cannula was in the vein.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual analysis of ten units per returned shelf box had been randomly selected and tested: a total of (B)(4) unused units have been visually inspected. No anomalies found. The investigation reported: it is improbable that such type of damage may have originated during the manufacturing process, considering that critical parameters are 100% controlled during the different manufacturing phases. Once the cannula is assembled, the units are 100% tested to demonstrate that the catheter tube is properly secured to the hub (pull test). This is not a destructive test, however, in addition to this 100% inspection, catheter samples from every batch are destructively tested and the tensile strength at break/detachment is recorded. In case of results out of specification the material is placed in qa hold. From our experience when a cannula is broken in two parts a possible cause could be an improper use of the device like: a needle reinsertion, use of a lancet or scissor near the catheters. The instruction of use clearly warns the user about this. In conclusion the failure investigation identified a potential improper use of the device as potential root cause of the complaint. The reported issue was not confirmed; therefore, no further action will be implemented at this time. Complaints data will continue to be monitored.